Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/09/2016 with the following findings: evaluation revealed that the label is torn. A battery compartment crack was found on the left side of grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 06/09/2016.